Event description:
It was reported that (5) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the (3) 355sd and (2) 512sd devices' safety lock broke. Another instrument was used to complete the case. There was no consequence to the pt.